Event description:
It was reported that during a pulse field ablation procedure, attempted ablation from inside the pulmonary vein with 14 applications to the left inferior pulmonary vein and 14 applications to the left superior pulmonary vein, and both ablations were unsuccessful. It was also reported that the right inferior pulmonary vein and right superior pulmonary vein were successfully ablated using the catheter. The case outcome is unknown. Oral medications were reported: rivaroxaban, bisoprolol fumarate, valsartan, budesonide/glycopyrronium bromide/formoterol fumarate hydrate, dabigatran etexilate methanesulfonate, bepridil hydrochloride, and rosuvastatin. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This report was impacted by eMDR scheduled maintenance occurring July 22-27, 2026. Medtronic submits this report to comply with FDA regulations 21 CFR Parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, Medtronic, or its employees that the device, Medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.